Manufacturer narrative:
E1: initial reporter address: (B)(6). E1: initial reporter phone number: (B)(6). H11: should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a separation between the female connector and the main body of a minicap transfer set. It was further described as "patient unable to disconnect from the machine as the roller clamp kept twisting instead of releasing from the connection". This occurred after use of the device, while the nurse tried to disconnect the transfer set from the cassette for peritoneal dialysis therapy. To resolve the issue, the transfer set was replaced. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information d1, d4 (catalogue #, lot #, expiration date, UDI #), h3, h4, h6, and h11. H11: the device was received for evaluation. A visual inspection with the naked eye noted a separation between the female connector and main body. Functional testing including leak, clear passage, and clamp function testing were performed with no issues noted. The reported condition was verified. The cause of the condition was related to inadequate solvent application between the female connector, insert chip, and main body during the manufacturing process. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H11: the actual device was not available; however, a photograph of the sample was provided for evaluation. A visual inspection with the naked eye noted a separation between the female connector and main body. The reported condition was verified. The cause of the condition was determined to be manufacturing related issue due to inadequate solvent bond. A nonconformance has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.